Event description:
It was reported that during implant, the rv lead could not be seated in the device header. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was not reproduced in the laboratory. The device was tested on the bench and test leads were inserted and all set screws were properly tightened. The cause of the reported field event was not determined.